Event description:
The user noticed a decrease in hearing performance with the device. The external components were checked and no problems were reported. There is no accident or trauma reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed a decrease in hearing performance with the device. The external components were checked and no problems were reported. There is no accident or trauma reported. Re-implantation is considered.